Event description:
Device discarded after surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "swelling and pain." Patient additionally reported "fatigue, headaches, hot flashes;" these events are not related to the device. Also, healthcare provider reported "a rupture side unknown, a left side seroma." Device is explanted.